Event description:
It was reported that when the port needle is removed after the injection is complete, the port needle separates directly from the base. Difficult to remove port needle. It was reported this occurred with four devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of safety mechanism detachments was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was four 20ga x 0.75¿ safestep safety infusion sets. All four samples were received with the safety mechanisms fully detached. The safety plates were all received loose. It could not be determined which safety plate originated with which infusion set. Microscopic inspection of the samples revealed that the metal sleeves were missing from all four safety plates. The plastic collars appeared undamaged. The missing metal sleeves caused the safety mechanisms to detach as the sleeves interact with the huber portion of the needles to trap the needle tips within the safety plates. The lack of damage or deformation of the plastic collars indicated that the sleeves were omitted during initial device assembly. The devices are supplied components and the supplier has been notified of this event. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that when the port needle is removed after the injection is complete, the port needle separates directly from the base. Difficult to remove port needle. It was reported this occurred with four devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when the port needle is removed after the injection is complete, the port needle separates directly from the base. Difficult to remove port needle. It was reported this occurred with four devices. This report addresses the second device.